Manufacturer narrative:
No device is expected to be returned for evaluation. Since the lot number was not provided, the device history record and complaint database could not be reviewed. A follow up report will be submitted if additional info becomes available.

Event description:
The user reported that a 20x40 tracheal stent was placed on (B)( 6)2013 to treat cancer in the left main bronchial. The pt developed a perforation of the left main bronchial into the esophagus. An esophageal stent was place to treat the perforation. The pt was bleeding excessively throughout the procedure. The physician placed a g tube and chose not to remove the stents. The pt was transferred to the ICU where she expired the next morning.